Event description:
Allegedly surgeon has had 5 implants "back out" after implantation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested as no date specific information is available. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. The product was not returned.